Event description:
The dexcom g7 showing that I was urgently low. It asked me to act fast. I started eating chocolates and drinking soda to try and bring my glucose up. I realized that I was not feeling low blood sugar symptoms. I checked my blood glucose with a glucometer and it showed my blood glucose at 121. I called customer service and the representative on the line said that it was "normal" I am on an omnipod 5 and this is actually life threatening. When I told her that it was not safe, she just stalled and said they were going to send a replacement. It is not safe and scary to think that I could go into shock for trying to bring my glucose up when it's not even low. I have pictures and documentation showing the inaccuracy. This is life threatening and not safe at all.